Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her heart rate was too low and she fell and hit her head. Customer stated that she was taken to the hospital and her blood glucose was high when they checked it. Customer stated that she is using weight watchers and has not been eating that much. Nothing further was reported.